Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device did not alarm system error 345 and the thermistors were functioning as intended. The cause of the reported service event was not identified. The ultrasonic sensor requires replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.